Manufacturer narrative:
Concomitant medical products: product ID: 37751, lot/serial#: (B)(4), product type: recharger. Product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the ins and the ins recharger were only charging up to 50% since (B)(6) 2018. No patient complications have been reported because of this event.